Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus via the pump. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies to address the issue, but ultimately reverted to an alternate method of insulin therapy when the occlusion recurred.